Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide. Additional information provided with the report indicated as the device was pulled back through the endoscope the wire guide tip stuck in the endoscope elevator and the coating of the wire guide separated near the distal end joint. The wire guide was removed with no injury reported to the patient.